Event description:
Patient reported being hospitalized to have hip surgery and that he is in a lot of pain. In particular his knee hurts causing him to limp if he tries to walk more than 3/4ths of a mile even though he needs to gain strength and recover in his hips. Not number not reported.